Manufacturer narrative:
The information received from the (B)(4) study states that the cec adjudication agrees that the patient suffered a peri procedure myocardial infarction during stent placement. The patient is a (B)(6) male with a history dyslipidemia and hypertension who presented with ccs class iii angina, a 95% stenosis in the proximal left anterior descending artery (lad), and a 90% stenosis in the mid right coronary artery (rca). Both lesions were de novo. The patient underwent the index procedure with treatment of two target lesions. The first target lesion in the proximal lad was treated with pre-stent balloon angioplasty and placement of one cypher ((B)(4)/ lot 15104725) study stent. Both stents were post dilated. The site reported a 0% final residual stenosis with no dissection and timi 3 flow. The second target lesion in mid rca was treated with placement of one (B)(4) study stent. The site reported a 0% final residual stenosis with no dissection and timi 3 flow. The procedure was uncomplicated. Pre-procedure, on (B)(6) 2010 at 17:35, the ck was 200 (nl 397, ratio <1), the ckmb was 3.3 (nl 4.0, ratio <1), and the troponin-I was <0.01 (nl 0.04, ratio <1). Post-procedure on (B)(6) 2010 at 03:03, the ck was not tested, the ckmb was 4.2 (ratio 1.05), and the troponin-I was 0.12 (ratio 3). On (B)(6) 2010 at 11:51, the ck was not tested, the ckmb was 4.7 (ratio 1.18), and the troponin-I was 0.25 (ratio 6.25). The ECG core lab reported no new st-t wave abnormalities, no new q waves and an inadequate tracing quality due to severe artifact. The cec committee has deemed this event an arc peri-procedural pci. The patient was discharged the next day on dual anti-platelet therapy. The product was not returned for evaluation and testing. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #3003742446-2012-00179 and 3003742446-2012-00180.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #3003742446-2012-00179 and 3003742446-2012-00180.

Event description:
The information received from the (B)(4) study states that the cec adjudication agrees that the patient suffered a peri procedure myocardial infarction during stent placement. The patient is a (B)(6) male with a history dyslipidemia and hypertension who presented with ccs class iii angina, a 95% stenosis in the proximal left anterior descending artery (lad), and a 90% stenosis in the mid right coronary artery (rca). Both lesions were de novo. The patient underwent the index procedure with treatment of two target lesions. The first target lesion in the proximal lad was treated with pre-stent balloon angioplasty and placement of one cypher ((B)(4)) study stent. Both stents were post dilated. The site reported a 0% final residual stenosis with no dissection and timi 3 flow. The second target lesion in mid rca was treated with placement of one cypher ((B)(4)) study stent. The site reported a 0% final residual stenosis with no dissection and timi 3 flow. The procedure was uncomplicated. The ECG core lab reported no new st-t wave abnormalities, no new q waves and an inadequate tracing quality due to severe artifact. The patient was discharged the next day.